Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to use multiple daily injections as a backup therapy and was instructed on how to place the pump into storage mode before returning it. Technical support confirmed the customer's shipping address and arranged for a replacement pump to be sent. The customer was informed to return the malfunctioning pump using a pre-paid label within ten days and confirmed their understanding of the instructions.